Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia after an under-announced breakfast, with glucose reaching 380 mg/dl and trending down to 317 mg/dl, consistent with an incorrect meal size announcement and user learning curve. Symptoms included elevated blood glucose without reported injury. Outcomes included transient high glucose with no hospitalization and no long-term impact reported. Investigation included remote troubleshooting and user education regarding meal announcements and expectations for glucose decline. Investigation of this case revealed user-related use error related to insufficient carbohydrate announcement, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to meal announcement underestimation.